Event description:
During service by baxter, the infusion pump was found to contain failure code 500. According to the hospital rep, no pt injury or medical intervention had been reported related to the device. No add'l info or contact was available.

Manufacturer narrative:
Evaluation summary: failure code 500 was confirmed in the event history, but could not be duplicated. Failure code 500 is a stuck key failure caused when a key becomes stuck or is pressed for more than 50 seconds. The device was returned to the customer fully operational.